Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the main cart wouldn't power up and the batteries were discharging while plugged into the outlet. The uninterruptible power supply (ups) was replaced. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the navigation system would not power on. A manufacturer onsite stated initially the main cart would not power on when the two carts were connected. After checking the cable connections and moving to a new outlet, the system was able to power on. The system was beeping, and self-test showed the system was discharging even though it was plugged in and there was a red light one the uninterruptible power supply (ups) on the err led. When the system was unplugged, the power light started to blink as expected. This issue was noted outside of a procedure, and there was no patient involvement.